Event description:
A physician reported a pt who was skin tested in 12/96 with results that were read as negative. She received her second treatment on 2/3/97 with two formulations of collagen into the vermilion border, vertical lines above the upper lip, and oral commissures. The pt was pleased with the results of the treatment. On approx 2/10/97, the pt noted hardness at the nasolabial folds. On approx 3/10/97, she noted the onset of thickness at the left nasolabial fold and left oral commissure and itching at the oral commissures; the skin test site had a lump which had not changed from its appearance in 12/96. On 4/1/97 a consulting dermatologist diagnosed a hypersensitivity and prescribed two topical creams, cutivate and sarnol. On 4/2/97, the symptoms of intermittent swelling of the perioral and nasolabial folds persisted with hyperpigmentation and itching at the vermilion border. Topical hytone had no effect. On 6/18/97, the hypersensitivity symptoms were improved but present. The pt stated that the physician had suggested oral advil, date not recalled; it temporarily helped relieve the symptoms but she had discontinued its use.